Manufacturer narrative:
The complainant reported that the device was not used past its expiration date.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a sling placement procedure on (B)(6), 2010. There were no complications during the initial procedure. In june 2010 (exact date unknown) and again on (B)(6), 2011, the patient presented with urge incontinence which was treated with 5 mg of vesicare, starting (B)(6) 2010. On (B)(6), 2011, the patient was recommended interstim therapy for the urge incontinence. This symptom was not suspected to be related to the sling placement procedure. In (B)(6) 2011 (exact date unknown), the patient called the physician and reported pain and bleeding. The specifics of the pain and bleeding are unknown. The patient did not come in for an exam. All follow up visits post procedure were normal and there were no complications reported. The patient was not seen by this physician since (B)(6), 2011. It was reported that the patient did not have any relevant preexisting medical conditions that could have contributed to this event other than a history of high blood pressure. There is currently no further medical intervention planned and the patient's current condition is unknown.